Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 500 mg/dl. Cause of bg level was not known. Customer went to the hospital and was admitted to the intensive care unit. Customer was treated with insulin (method of administration was not known) and was discharged 5 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.